Event description:
It was reported that there was an intra-aortic balloon (iab) rupture during therapy. The patient was admitted for high risk pci (percutaneous coronary intervention) which was attempted. However due to the inability to pass through rca (right coronary artery) lesion, the pci (percutaneous coronary intervention) was abandoned. The iab was inserted via right femoral artery and the patient was transferred to the critical care unit for further care. Therapy was successful and there was an optimal waveform and augmentation. Patient also tolerated complete bed rest with iab and kept leg straight. Iab catheter in situ without puncture site oozing. In view of good haemodynamic condition and chest pain free, there was a plan to discontinue patient from therapy. However, after the decision, the iab pump (iabp) suddenly stopped and there was an "iab catheter alarm" generated. The physician removed the iab and blood was seen inside the catheter shaft. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. - an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and one leak was detected on the membrane approximately 0.254cm from the rear seal measuring 0.254cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. We are unable to determine when this may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID 192089.

Event description:
It was reported that there was an intra-aortic balloon (iab) rupture during therapy. The patient was admitted for high risk pci (percutaneous coronary intervention) which was attempted. However due to the inability to pass through rca (right coronary artery) lesion, the pci (percutaneous coronary intervention) was abandoned. The iab was inserted via right femoral artery and the patient was transferred to the critical care unit for further care. Therapy was successful and there was an optimal waveform and augmentation. Patient also tolerated complete bed rest with iab and kept leg straight. Iab catheter in situ without puncture site oozing. In view of good haemodynamic condition and chest pain free, there was a plan to discontinue patient from therapy. However, after the decision, the iab pump (iabp) suddenly stopped and there was an "iab catheter alarm" generated. The physician removed the iab and blood was seen inside the catheter shaft. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that there was an intra-aortic balloon (iab) rupture during therapy. The patient was admitted for high risk pci (percutaneous coronary intervention) which was attempted. However due to the inability to pass through rca (right coronary artery) lesion, the pci (percutaneous coronary intervention) was abandoned. The iab was inserted via right femoral artery and the patient was transferred to the critical care unit for further care. Therapy was successful and there was an optimal waveform and augmentation. Patient also tolerated complete bed rest with iab and kept leg straight. Iab catheter in situ without puncture site oozing. In view of good haemodynamic condition and chest pain free, there was a plan to discontinue patient from therapy. However, after the decision, the iab pump (iabp) suddenly stopped and there was an "iab catheter alarm" generated. The physician removed the iab and blood was seen inside the catheter shaft. There was no reported injury to the patient.